Manufacturer narrative:
The operating currents were with in specifications, and the insulin pump passed pump self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No unexpected a64 alarms noted during testing. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self test alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.